Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (moderately calcified with minor vessel tortuosity). Deformation issue (stent deformed). Evaluation conclusions: device failure related to patient condition (moderately calcified with minor vessel tortuosity). Known inherent risk of a procedure (stent deformation). (B)(4).

Event description:
The physician intended to use an endeavor sprint drug-eluting stent. The device was inspected prior to use with no abnormality noted. The target lesion in the lcx exhibited 90% stenosis, moderate calcification and minor vessel tortuosity. The lesion was pre-dilated. 30% stenosis remained after pre-dilatation. It was reported that the endeavor sprint stent partially dislodged during attempted use. The physician removed the device and changed to a new device to complete the procedure. No patient injury reported. Evaluation summary: the stent was present on the balloon on return. The proximal section of the stent was positioned correctly, the distal section of the stent extended past the distal marker band due to stretching of mid stent segments. The 11th proximal segment was misaligned with slightly raised struts, distal segments were deformed. The distal tip was flared.